Manufacturer narrative:
(Report 4 of 5) the reported devices were returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The returned 2.7 x 12mm l low profile hexalobe screw (part number 3040-23012-s, batch number 576949), the acu-loc® 2 vdr plt, narrow, r (part number 70-0359-s, batch number 595488) and the t8 stick fit hexalobe driver (part number 80-0759, batch numbers 530864, 555890, 597433) were examined visually under magnification. The screw was stuck in the most proximal shaft hole of the plate. The screw had a driver tip broken off inside the driver head recess flush with the top of the screw head. The fractured drivers (batch numbers 555890 and 530864) show signs of a torsional fracture couple with excessive off axis loading since the fracture had an oblique breakage. The fractured driver (batch number 597433) showed signs of a torsional fracture pattern at the twisted end of the tip, with the fracture surface nearly perpendicular to the long axis of the driver. The fractured surface appears moderately smooth (i.e. No signs of fatigue). The observed driver damage suggested a brittle failure mode. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis. Hexalobe tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. The twisted lobes were indicative of this excessive force that was applied and led to fracture of the driver. The returned product description indicated the driver was damaged during removal. During screw removal, the amount of bone growth and adherence to the screw, and improper surgical technique, may be contributing factors to excessive torsional force which can cause the twisting of the spines and hexalobe tip fracture observed. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: type of investigation code (annex b): updated 10 investigation findings code (annex c): updated to 3243.

Manufacturer narrative:
Per information received, it was indicated the device was available for evaluation; however, the results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. Based on the information received, the root cause could not be determined.

Event description:
(Report 4 of 5) it was reported during removal surgery that the surgeon was removing the 2.7mm low-profile hexalobe locking screw and the plate when three driver tips were broken. The surgery was completed after a 20-minute delay. No other adverse patient consequences were reported. Information on the date of the first surgery was not available. There are 5 related report numbers for this event 3025141-2024-00684 - 3025141-2024-00688.